Event description:
Attorney reports of pt's alleged severe pain, difficulty moving, frequent vomiting and an enlarged scrotum after implant of a perfix plug.

Manufacturer narrative:
Pt is claiming that the event is resulting from the plug mesh, however, he also indicates that no doctor had attributed the event to the implant of the mesh. Limited medical records received indicate that pt has developed a right inguinal hernia and umbilical hernia since the 2002 left inguinal hernia with mesh repair. The medical records received do not indicate any symptoms or concerns related the left inguinal repair area. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.